Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a ch-14 bag spike with the clave portion of the assembly broken from the spike portion of the assembly. The probable cause of the breakage is typical of unintentional bending forces applied during use. The device history record (DHR) for lot 9944826 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a chemoclave® vented bag spike that was reported to suddenly break in half during a chemotherapy infusion when the staff wanted to switch over to normal IV fluid. As a result, unspecified chemotherapy drugs spilled onto the patient. No abnormal sign was observed during infusion and there was no external pressure on the device during the whole process. There was no human harm reported.

Manufacturer narrative:
Although the device is not available for investigation, the customer provided photographs of the device in question. Review of the photos is pending.